Event description:
Pt had complaints of breast contracture and tenderness on both left and right. In process of removal, it was noted that the right prosthesis had a 1 cm hole at 12 o'clock and the left was completely disintegrated with totally torn shell. Implants first placed in 1977 with a re-implant of the right 1983.